Event description:
It was reported that the patient had an infection. The patient had the infection ¿like 8 months ago¿ and was in the hospital for 3 days. The patient was almost going to have to take it out if they didn¿t get better. But they checked it and it was fine.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 b)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4), product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).